Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not consume enough food for the intended amount of bolus delivery. The customer's blood glucose (bg) level was 40-75 mg/dl. Customer consumed glucose tablets to address bg. Customer received assistance from paramedics and was provided liquid glucose, juice, and crackers. Recommendation was made to consult with healthcare provider regarding diabetes management.